Event description:
While performing mechanical thrombectomy with the stryker trevo nxt 6 x 37 mm stentretriever the delivery wire detached from the stent portion of the device which was unable to be recovered.